Event description:
It was reported that the camera head had no image and no power when inspected for damage in reprocessing due to "camera was dropped on the floor, and it hit the ground hard". There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image and no power when inspected for damage in reprocessing due to "camera was dropped on the floor, and it hit the ground hard". There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. The device has "has no image" found no image due to bad cable unit connector pins. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was due to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.